Manufacturer narrative:
The initial g-tube device and delivery system were intact with no damage noted. The transition joint was without issue and did not appear to have contributed to the failure of the guidewire. The guidewire was found to be broken into multiple pieces and 2 short sections of coil wire were returned with a note stating "found in stomach." A portion of the coil wire was stretched and found running through the initial g-tube device and delivery system. A ball was found to be attached to one end of the coil wire. The other ball weld had been detached from the core wire and was not returned. The core wire had been pulled out of the coil wire and was measured and found to be within specification. The returned unit was consistent with the complaint incident that the guidewire coil wire unraveled however the wire presented considerable damage and one ball weld was not returned for evaluation, it remains unknown if the core wire failure occurred due to supplier quality, customer handling/prep of the device or procedural factors. Therefore the most probable root cause is 'undeterminable'. A review of the device history record (DHR) was performed; no anomalies were noted. A lot history search was performed and found no other complaints against lot number 15845630.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the guidewire began unravel. A piece of the wire had to be retrieved from the patient's stomach endoscopically. The procedure was completed with a new endovive peg safety kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the guidewire began unravel. A piece of the wire had to be retrieved from the patient's stomach endoscopically. The procedure was completed with a new endovive peg safety kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of uncoiled guidewire. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.